Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized on (B)(6) 2012 due to an incident of hyperglycemia. Per the report the patient was brought to the hospital when his blood glucose was approximately 350 mg/dl. He was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.